Event description:
Pt complained of pain and burning due to convatec unna boot product. Switched to primer unna boot, and pt did not experience the same discomfort. Nurse did not make any adjustments in wrapping leg on both occassions.